Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing trigger damaged and with a 6r45b cartridge loaded in the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a direct laryngoscope endoscopic zenker's diverticulectomy procedure, the device did not fire all the way with a blue cartridge. It only fired partially. It is unknown if this was the initial firing. A new device was used to complete the procedure. There was no patient impact reported. No other details of the event provided.